Manufacturer narrative:
The implanted device remains.

Event description:
It was reported the patient experienced multiple complications at the abutment site as well as infections. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery (date not reported) to have the abutment removed due to pain and discomfort at the site. The implanted device remains. This report is filed january 26, 2016. The implanted device remains.